Event description:
The patient reported she had an micl implantable collamer lens implanted in her left (os) eye. Now she is experiencing halos when looking at lights, especially at night. The surgeon presented eye drops which help. Also she has had some loss of peripheral vision. The lens remains implanted.